Manufacturer narrative:
(B)(4).

Event description:
It was reported "the puncture was performed normally and the catheter was advanced without incident, remaining implanted in the patient, but when the guidewire was removed, it broke into two parts but without leaving any loose pieces." Additional information received states "after cannulating the right radial artery on the first attempt, the guidewire was inserted and the needle withdrawn without incident. An arterial catheter was inserted, and upon withdrawing the guidewire, a slight pressure was felt. When I pulled, the two parts separated. When I continued to pull on it to try to remove it, it continued to break, so I removed the guidewire along with the catheter." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The complaint of an unraveled guidewire was confirmed by the video. The footage shows a guidewire after use in a clinical setting with evidence of kinking and unraveling, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the puncture was performed normally and the catheter was advanced without incident, remaining implanted in the patient, but when the guidewire was removed, it broke into two parts but without leaving any loose pieces." Additional information received states "after cannulating the right radial artery on the first attempt, the guidewire was inserted and the needle withdrawn without incident. An arterial catheter was inserted, and upon withdrawing the guidewire, a slight pressure was felt. When I pulled, the two parts separated. When I continued to pull on it to try to remove it, it continued to break, so I removed the guidewire along with the catheter." There was no medical intervention required. The patient's current condition is reported as "fine".